Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse replaced the motor control board and the iabp then performed normally. The iabp was then released back into clinical use.

Event description:
It was reported that during service of the cs100 intra-aortic balloon pump (iabp) it had a display issue. After connecting the power supply and powering on the iabp the display was black and there was a shrill alarm sound. No patient involvement or adverse event was reported.